Manufacturer narrative:
(B)(4) follow up: it was reported the inner part of the luer lock broke and sometimes the liquid leaks to the other side of the rubber. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the bottom part of a syringe which has part of the syringe barrel luer tip broken off. No other defects or imperfections were observed. This defect could occur if excessive torque was applied when assembling the syringe to the pump. A device history record review was completed for provided material number 309653, lot 4080182. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom of luer broken reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
The inner part of the luer lock broke and was left stuck in the "oncology pump", the cytotoxic drug spread everywhere in the hood. When we pull on the plunger of the syringe, sometimes, the liquid leaks to the other side of the rubber.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.